Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 50 mg/dl. Customer said she tried to get in touch with her diabetic educator and her insulin pump's setting was adjusted. Customer did not provide any symptoms related to their low blood glucose. It was unknown whether the customer using auto mode feature at the time of reported low blood glucose event. No further details given. Insulin pump will not be returned for analysis.